Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad lld spring in the reported problem area of the pipette assembly. Fse replaced the lld spring, plunger clamp and tip clamp. The instrument was tested without further problem and was returned to expected operation.